Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use. Broke when tying suture. How many devices demonstrated the alleged deficiency? 2 single packages of suture. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 2. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. Please provide the source or name of person providing answers to follow-up questions: (please refer the attached email). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two apparently open foils, labeled as y346.the image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the healthcare professional that the doctor is having issues with suture breaking. Device availability unknown. There were no adverse reported. Additional information was requested.